Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced leakage issue with three sets on (B)(6) 2026. It was stated that the infusion set tubing was leaking at site. The patient replaced infusion set and resumed insulin deliveries successfully.